Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 808 mg/dl. Assisted the caller with the programming of the time and date, but she declined further troubleshooting over the phone. The caller wanted to have a local rep go to the hosp to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.